Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during extraction of the patient's pacemaker testing of the right ventricular lead showed the lead had low bipolar impedance and high thresholds. The pacemaker had been set to unipolar. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.